Event description:
Healthcare professional later reported "nodule in the left breast."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain.

Event description:
Patient reported left side capsular contracture baker grade iii. Patient additionally reported "experiencing breast pain, hot sensation and pain that radiates to the arms and breasts are also hardened." Device remains implanted.